Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass surgery, during prime, the purge line was leaking from a stick. There was no pt involvement as this occurred during prime. Product was changed out. Surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).